Event description:
It was reported in a clinical study that patient underwent a hip arthroplasty on an unknown date. Revision procedure was performed on (B)(6) 2009 due to a femoral fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Initial reporter - unknown.